Event description:
It was reported that the zimmer meshgraft ii was not cutting through the skin. No additional clinical info was received prior to this report. A follow up medwatch will be submitted if additional clinical info is received.

Manufacturer narrative:
Beginning 05/31/2012, united states and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer meshgraft ii. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device is accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 03/31/1983 and has no repair history at zimmer surgical. Evaluation of the device observed discoloration of the ratchet gear and that the side plates were older style components. Prior to repair, a test mesh failed and the device was outside calibration specification on the left and right side. The device has never been previously returned to zimmer surgical for repair since being manufactured 30 years ago. Lack of preventative maintenance most likely caused the lack of calibration and discoloration to the ratchet gear. Additionally, per instructions for use, the device has exceeded its normal useful life by 20 years, which could have decreased the accuracy of the device. The lack of calibration was most likely the cause for the customer's reported event. The device was serviced and returned to the customer.